Event description:
This is filed to report a gripper actuation issue. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4 and a thin posterior leaflet. It was noted imaging was challenging throughout the procedure. An xtw clip (30309r3012) was inserted and grasping was performed. However, after several grasping attempts, it was observed the anterior gripper was not lowering. Therefore, the clip was removed and replaced with another xtw clip (30320r1120). The clip was advanced under the valve, but the leaflets were unable to be grasped. The physician decided to remove the clip and discontinue the procedure. Mr remained the same at 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was confirmed via returned device analysis. The reported positioning failure (leaflet grasping) and poor image resolution could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported positioning failure of inability to grasp the leaflets appears to be related to patient anatomy and poor image resolution, therefore, attributed to procedure conditions. The gripper actuation issue appears to be due to the observed broken gripper line and the broken gripper line appears to be due to multiple grasping attempts. The reported poor image resolution was due to anatomy and echocardiographer. There is no indication of a product issue with respect to manufacture, design, or labeling.